Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that upon interrogation, the pulse generator exhibited intermittent undersensing. The patient was asymptomatic. No intervention was reported. The device remained implanted.